Event description:
It was reported that during a wide necked aneurysm present in the posterior communicating segment of the left internal carotid artery, the physician delivered the subject stent to the distal end of the left internal carotid artery and deployed it. After the distal end of the subject stent was normally deployed and adhered to the vessel wall for approximately 1 cm, a flattened and non-adherent condition occurred in the middle part of the subject stent. During repeated operations, the stent unexpectedly deployed from the delivery wire and could no longer be used. The physician used an intermediate catheter to remove the incompletely deployed stent along with the microcatheter from the patient's vessel as a whole. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.